Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the ICD along with the rv and ra leads were explanted. There were no additional adverse patient effects reported. This explanted lead will not be returned. It was later reported that this patient expired approximately five weeks after the system was explanted. The cause of death was reported to be sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.